Event description:
Reporter indicated that vns patient was explanted due to infection. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.